Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter had particulate matter. The event was further described as the cored material is visible in the solution bag when the drug is reconstituted. The drug present inside the device was an unspecified amount of piperacillin and tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date - 07/22/2016 - 07/27/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed grey particulate matter present in the solution bag. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. Fourier transform infrared spectroscopy was performed on the particulate matter and revealed that the particle was consistent with an inorganic silicate-filled butyl rubber found in the vial stopper. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.